Event description:
New information was received indicating that the reported high impedance was reported before, and there are no additional unreported high impedance events.

Event description:
It was reported that an unknown patient was experiencing high lead impedance with vns diagnostics testing, and the patient was also not feeling vns stimulation. Attempts for additional information are in progress.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.